Event description:
It was reported to olympus that, the evis exera iii video system center provation system does not have an image from the cv-190. There was no patient harm or user injury or infection reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device video image issue. Tac instructed the customer to disconnect the serial digital interface (sdi) out from the cv-190 that goes to the provation video card and connect it to the active sdi input on the cv-190 tower monitor. The image appear after following tac instruction. The customer would like to troubleshoot further. The cv-190 and sdi output is working. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the service department advised the customer to connect the sdi connected to the provation video car to the video monitor of the cv-190 tower, and the images were then displayed. Since the images were displayed on the monitor through the sdi output connected to the provation system, it is likely that there was nothing wrong with the subject device, but the problem was in the settings of the provation system. Olympus will continue to monitor field performance of this device.